Event description:
The user facility reported that the battery contacts fell off the housing found at the end of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no delay. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
Device not available.

Event description:
The user facility reported that the battery contacts fell off the housing found at the end of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no delay. There were no adverse consequences and no medical intervention.